Manufacturer narrative:
Additional information: d9, e1, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. During visual inspection of the returned sample, a separation between the tubing and the male luer was observed. There was a lack of solvent applied to the tubing; the solvent was not applied in all the circumference of the tubing. The reported condition was verified. The cause of the issue was due to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set was sliced and leaked. The was observed when the line was placed into the pump and connected to the patient. The device contained normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.